Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/04/2020. A manufacturing record evaluation was performed for the finished device lot pabcmst0, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/3/2020. Additional h3 investigation summary: it was reported product mix / incorrect component. One empty winding folder and one needle-suture piece of product code vcp311, lot pabcmst0 were returned for analysis. During visual inspection of the used sample, the swage and attachment area were noted to be as expected; also the body and tip of needle was examined and the shape of the tip needle was deformed; however the assignable cause could not be determined. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, it could not be determined what may have caused the reported incident of: ¿ needle in packet was not what was stated on the foil ¿.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent neurosurgery procedure on (B)(6) 2019 and suture was used. The needle in packet was not what was stated on the foil. The nurse opened new suture to successfully complete the procedure. There were no adverse patient consequences reported.